Manufacturer narrative:
Date of birth: not available due to hospital policy. Weight: not available due to hospital policy. Ethnicity: not available due to hospital policy. Race: not available due to hospital policy. Date of event: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown. Explanted date: unknown. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
At a (B)(6) association of cardiovascular intervention and therapeutics it was reported that after percutaneous coronary intervention (pci) via the left femoral artery approach, hemostasis was successfully achieved by the involved angio-seal device. Severe claudication appeared a few days after discharge, and total occlusion of the common femoral artery (cfa) was observed 10 days later. A guiding sheath (45cm, 6fr) was inserted through the right femoral artery via a cross-over approach. Aspiration of the occluded area was attempted using the guiding sheath and biotome (forceps for myocardial biopsy), however, blood flow was not recanalized and a huge collagen plug remained. After approaching bi-directionally from the popliteal artery and the contralateral femoral artery using endoscopy forceps (radial jaw, boston scientific) delivered to the occlusion via retrograde approach, the huge collagen plug was captured and removed from the patient successfully. The primary disease was acute lower limb ischemia. The patient has recovered. The amount of blood loss was unknown. The physician commented that complications were due to the access site. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. Health damage to the patient was serious. No equipment or other devices were used with the involved product. The event occurred post-treatment. The patient did require non-surgical intervention due to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).